Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device failed to retain the blade when armed. No patient consequences reported.

Manufacturer narrative:
(B)(4). Reset button. The analysis results of the found that it was received with the reset button in disarmed position. The instrument was armed and when the device was functionally tested the blade did retract as expected. However, the reset button remain in the lock position. In attempt to exposed the blade, the bullet of the device was pull backwards, but the blade did not exposed. No conclusion could be reached as to how this issue occurred. We have documented the circumstances as they were reported to us. The batch record was reviewed and no anomalies were noted during the manufacturing process